Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unresponsive touchscreen could not be confirmed or duplicated. Following the completion of unrelated repairs, proper device operation was observed through functional and performance testing. The cause of the reported unresponsive touch screen issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the touchscreen on the device was unresponsive. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided.